Event description:
Healthcare professional reported left side "rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product". The device has been explanted.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported "rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d6b, h6

Event description:
The device has been explanted.